Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead reposition procedure, the physician could not re-screw the grommet screw on the implantable pulse generator (ipg). The ipg was explanted and replaced. It was further reported that the reason for the rv lead reposition procedure was that the lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.